Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed ¿unable to proceed¿ with persistent alert 38 indicating consecutive motor stalls during a supply change, which stopped insulin dosing and led to failure to infuse; the user switched to subcutaneous insulin injections and a replacement pump was provided. Symptoms included hyperglycemia with a highest glucose reading of 401 mg/dl and elevated ketones. Outcomes included an unexpected medical intervention requiring medication and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and implicated the motor component as related to the failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.